Manufacturer narrative:
The sodium electrode lot number was gqg77. The expiration date was not provided. The field service engineer (fse) found an issue with the vacuum nozzle, and the sample flow path was contaminated. The fse replaced the vacuum nozzle and the sipper nozzle and flushed the sample flow path. Ise checks, precision testing, calibration, and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 48 patient samples on a cobas pro ise analytical unit. The customer provided an example of discrepant results for 1 patient sample tested. The initial result was 150 mmol/l. The doctor questioned the result which prompted the customer to repeat the sample. The sample was repeated on another analyzer and the result was 138 mmol/l. The repeat result was deemed correct.